Event description:
It was reported that during a percutaneous coronary intervention, the physician encountered some resistance while attempting to cross the lesion with the guide catheter. Resistance was also encountered while attempting to advance the balloon catheter into the guide catheter. The procedure was stopped when the pt experienced a drop in blood pressure. Pt status is listed as "good."